Event description:
A pt reported experiencing inaccurate erratic results with an otu meter. The pt's blood glucose results were 163mg/dl (left arm), 183mg/dl (right arm), 120mg/dl (finger). Tests were done within <10 minutes with a difference of 24%. Pt did not experience any adverse events. No further info has been reported.